Manufacturer narrative:
On 15-may-2015, an fse visited the customer to address the reported event. During servicing, fse found that the inline tubing to the filter house was too short. The fse replaced the tubing and ran the daily check for verification. The customer ran quality control (qc) without any issues. The instrument was verified as operational. There was no further action required by fse. The g8 analyzer is functioning as intended with all errors cleared. The most probable cause of the reported event was due to short peek tubing. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported long retention time issues with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.